Event description:
A caller reported that the insulin gauge displayed a different amount than expected, and a fill estimate issue was occurring with the tandem mobi mobile app. The customer's blood glucose level was reported to be within the normal range. Technical support assisted the caller in reloading the cartridge, resolving the issue as the discrepancy between displayed and actual insulin amounts was corrected.